Manufacturer narrative:
Plant investigation: this is a report of a patient who discovered a cassette leak following peritoneal dialysis therapy. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history records (DHR) review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and the complaint could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis patient discovered fluid within the cassette door of their liberty cycler following peritoneal dialysis therapy. The patient had been connected to the device for peritoneal dialysis therapy prior to discovering the leak. It is unknown at which point in therapy the leak initially began. The cause of the leak was unknown. Upon contacting a technical support representative, the patient was advised to discontinue use of their cycler and to notify their peritoneal dialysis registered nurse of the event. The patient¿s cycler was swapped. There was no report of patient symptoms, injury or medical intervention resulting from the reported leak. The patient received a new cycler following the event. Additional information was requested but was unavailable.